Manufacturer narrative:
Biomérieux internal investigation was conducted. Testing via 16s sequencing provided an identification result of aerococcus urinae. Testing via vitek® 2 gp ID test kit also gave results of aerococcus urinae. The investigation confirmed the intended result from (B)(4). Identification to the species aerococcus urinae was obtained on vitek® 2 gp ID test kit. The customer misidentification was not duplicated. The vitek® 2 gp ID test kit is performing as expected.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a discrepant organism identification on the vitek 2 gram-positive (gp) identification (ID) test kit ((B)(4) lot 242352510) while testing an (B)(6) 15bac1 organism (aerococcus urinae). The customer reported granulicatella adiacens. There is no indication or report from the hospital to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. The (B)(6) proficiency sample was not directly associated with any patient. There may be a potential for an adverse event if the event were to reoccur when testing a patient isolate; therefore this event is being reported as a malfunction. Culture submittal has been requested by biomerieux for internal investigation. An internal biomerieux investigation has been initiated.